Manufacturer narrative:
Concomitant medical products: guidant competitor lead, implanted: (B)(6) 2007. The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw and a damaged set screw. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant of the cardiac resynchronization therapy defibrillator (crt-d), an alert triggered due to out of range competitor right atrial (ra) lead impedance. It was noted the patient presented to the clinic for revision, however, during the procedure, the lead impedance was measured through the analyzer and an optimal impedance value was observed. When the lead was reconnected to the device, out of range/undefined pacing impedance was again observed. There were several attempts to reconnect and measure the lead on the device and on the analyzer with the same result. The physician requested to replace the crt-d and the new implanted device showed no issue. No patient complications have been reported as a result of this event.